Event description:
It was reported that a device alarmed for a system error 322. There was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper auxiliary assembly was replaced.